Event description:
It was reported that patient was presented in the hospital for a routing follow up. During device interrogation, non-sustained lead noise episodes were observed. The noise was not presented in real time emg and was not reproduced with pocket manipulation. All electrical measurements were stable and in range. Lead was capped and replaced. Patient is in good condition.